Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a patient had died prior to undergoing their scheduled treatment. Reportedly, the patient dialyzed on (B)(6), in the week leading up to his death. The treatment performed on saturday, (B)(6) 2015, was noted as being unremarkable without the occurrence of any patient complications. The patient was noted as being his "usual self", following the dialysis treatment. The clinic manager revealed that the patient's next scheduled treatment was (B)(6) 2015, however, the patient was found deceased by his spouse prior to undergoing this scheduled treatment. The exact time of the patient death is unknown. There was no allegation of a device malfunction associated with the patient's death. No further information has been made available by the facility.

Manufacturer narrative:
The pt medical records were provided by the facility on 10/30/2015. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The received medical records did not contain a death certificate or autopsy report. The esrd death notification does not indicate that the pt was receiving dialysis treatment at the time of death. There is no documentation provided within the medical records which indicates a causal relationship between the 2008t hd machine and the outcome of death.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. However, f/u was received that the pt death was not related to a device malfunction. Additionally, no documentation provided within the medical records revealed a causal relationship between the 2008t hd machine and the outcome of death. A records review was performed on the reported serial number. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the DHR record review confirmed the labeling, material, and process controls were within spec.